Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on (B)(6) 2017. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient underwent a thoracic ablation procedure on (B)(6) 2018 and afterwards the ipg was unable to communicate with the external device. Troubleshooting was able to resolve the issue. The ipg was able to recovered. The patient was provided new programs and therpay was reumed.